Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was interrogated prior to implant. The longevity estimator di splayed a gray bar with message, "remaining longevity is not available, potentially due to cold temperature. Store at room temperature for 48 hours and re-interrogate." The ICD had been located in room temperature storage for greater than forty-eight hours. The ICD was re-interrogated a week later and the longevity estimator was green with longevity greater than five years. The ICD was implanted. No patient complications have been reported as a result of this event.